Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of vancomycin, with a vtbi (volume to be infused) of 250ml, at a rate of 167ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse reprogrammed the device to deliver an additional 20ml vtbi and the delivery was started. The nurse remained at the patient bedside, due to the additional programmed amount. After an unspecified length of time, the nurse stated, "I watched the air go down the tubing until it was about 6 inches from the patient and then I stopped it. The alarm never went off". There was no report that air was delivered to the patient. The customer contact reported the nurse stopped the delivery. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).